Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Reported issues are related to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component catalog # 00599601502 lot # 64067167, nexgen stemmed nonaugmentable tibial component catalog # 00598604701 lot # 64048880. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00205, 0002648920-2019-00502. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing complication in the form of hypotension and convulsive syndrome development early post operative. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.